Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, as per article by morgensen et al.,open orthopj.2016 mar 29; 10:41-8: allegedly 1 patient was revised for ectopic bone. No details were reported regarding patient details, products removed, primary or revision surgery or follow up of revision surgery. Patients received these products between (B)(6) 2005 and (B)(6) 2010.